Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 04/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test 95mg/dl. Reviewed meter memory: 1: 84mg/dl (B)(6) 2015 05:56:00 pm fasting:no; 2: 85mg/dl (B)(6) 2015 09:05:00 pm fasting:no; 3: 72mg/dl (B)(6) 2015 04:00:00 pm fasting:no; 4: 98mg/dl (B)(6) 2015 06:50:00 pm fasting:no; 5: 130mg/dl (B)(6) 2015 07:30:00 pm fasting:no. Customer is concerned with the 72mg/dl. No adverse event reported.